Event description:
It was reported that the device was used during a low anterior resection. The device was used without incidence, donut formation was perfect. A leak test was not performed and the anastomosis was not overstitched. Four days post-operation a bowel leakage was noted and a CT scan performed. Patient returned to surgery where it was found that 1/4 of anastomosis of posterior wall was open. A temporary colostomy was placed to manage a fistula.